Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Add'l info: (B)(4).

Event description:
It was reported that on (B)(6) 2006: the patient came for the evaluation of back and left leg pain. Patient reported pain across her low back primarily in the left buttock, radiating down the side of the left leg to the foot. Patient also reported about numbness and tingling of the left foot. On examination patient had antalgic gait. Patient had limited range of motion of lumbar spine with flexion and extension. Patient also underwent for x-ray revealing a scoliosis to the left measuring 38 degrees from t10 to l2. Impression: patient has lumbar stenosis and degenerative disc disease at l4-5 contributing to her left buttock and leg pain. Patient also underwent x-ray for spine lumsac fx or ex views only and pelvis/spine ctr due to lumbar stenosis. Impression: scoliosis and degenerative change of the lumbar spine; unremarkable bony pelvis. (B)(6) 2006: the patient underwent for lumbar myelogram with history of spinal stenosis. Impressions: 1. Minimal anterior extradural defects at l4-l5, l5-s1 levels; 2. Slight levoscoliosis of the lower thoracic and lumbar spine; 3. Spondylosis at l4-l5, l5-s1 levels on left. The patient also underwent for post-myelographic CT scan of the lumbosacral spine due to low back pain radiating down to left leg and spinal stenosis. Impressions: 1. Spondylosis at l4-l5, l5-s1 levels on left; 2. Slight levoscoliosis of the lower thoracic and lumbar spine; 3. Narrowing of the left neural foramen at l5-s1 level with compression of ganglion of the left l5 nerve root; 4. Diffuse disc bulging with minimal posterior bulging of disc at l4-l5, l5-s1 levels. (B)(6) 2006: the patient presented with complaint of back pain. Patient's myelogram CT scan showed degenerative disease at l4-l5 and l5-s1, foraminal stenosis with compression of the left l5 nerve root. (B)(6) 2006: the patient presented with complaint of pain in her lower back radiating down her left lower extremity. Patient had not gone for physical therapy and tried some epidural steroid injections. Per doctor, the problem was coming from degenerative disease at l4-l5, to a lesser extent at l5-s1 with foraminal stenosis on the left side. (B)(6) 2006: the patient was presented with increasingly severe back pain radiating down her left lower extremity with following pre -operative diagnoses of degenerative disk disease and foraminal stenosis, l4-l5 and l5-s1 and underwent the following procedures: 1. Anterior spinal fusion l4-l5 and l5-s1. 2. Insertion of pyramesh titanium cages, l4-l5 and l5-s1. 3. Anterior buttress instrumentation, l4-l5 and l5-s1. 4. Femoral head allograft. Per the op notes, procedure was performed using spinal cord monitoring, which remained satisfactory throughout the course of the procedure. At l5-s1 level, two titanium mesh cages filled with femoral head with additional bone around the cage were inserted. Anterior buttress instrumentation was then applied. The screw hole was then passed and a 25-mm titanium screw with washer was then inserted and very effectively buttressed the cages. Again, 2 titanium pyramesh cages filled with femoral head allograft with additional bone surrounding the cages were inserted at l4-5 level. The anterior buttress instrumentation was then placed as well at that level. X-rays were taken showed satisfactory position of the hardware and of the spine. No patient complications were noted. Also the patient presented with pre-operative diagnoses of degenerative disk disease with asymmetric disk space collapsed and spinal stenosis, l4-l5 and l5-s1 and the patient underwent the following procedures: 1. Lumbar laminectomy, left l4-l5 and l5-s1. 2. Exploration and decompression of l4, l5 and s1 nerve roots. 3. Posterior spinal fusion l4-l5 and l5-s1. 4. Segmental fixation using cd legacy instrumentation, l4 to s1. 5. Injection of intrathecal duramorph and bone morphogenic protein. Per the op notes, procedure was performed using spinal cord monitoring and pedicle screw mapping. During the procedure, the patient was given injection of intrathecal duramorph. Marking pins were placed into the pedicles of l4, l5, and s1 bilaterally. An x-ray was taken to confirm satisfactory position. The spine was decorticated. Transverse process, lateral aspect of facet joint, pars, and sacral ala were all decorticated and the bone morphogenetic protein was placed adjacent. A 6.5-mm titanium cd legacy screws were inserted into the pedicles of l4, l5, and s1 bilaterally. X-rays were taken showing satisfactory position. Two rods were placed on either side of the spine and fixed in the usual fashion. Final x-rays were satisfactory. The patient tolerated the procedure well and no patient complications were noted. Intra-op, the patient also underwent for neurophysiologic monitoring. Impression: the intra-operative ssep's demonstrated no adverse changes throughout the operation. Pedicle screw helped to verify adequate placement of the pedicle screws. (B)(6) 2006: the patient presented for her post-operative check with status post anterior posterior spinal fusion. Patient reported of having left leg pain, which she had since the surgery and also pain in her right hip. Physical examination revealed no redness, drainage or swelling. (B)(6) 2006: the patient presented with complaint of some pain down her left lower extremity. X-rays looked excellent. The patient also underwent x-ray for frontal and lateral views of lumbar spine. Impressions: status post anterior and posterior spinal fusion from l4 through s1; reverse s-shaped thoracolumbar scoliotic curvature and mild multilevel degenerative disc disease. (B)(6) 2006: the patient came to report that she is doing great and her films looked excellent. Patient underwent x-ray for spine lumsac fx or ex views only/spine ctr due to back pain. Finding: there was anterior posterior fusion at l4/l5 and l5/s1 levels. Alignment was unchanged since (B)(6). Again seen are bilateral pedicle screws and interconnecting rods posteriorly and cage devices at the disc spaces anteriorly. (B)(6) 2007: the patient presented with complaint of some pain in the anterior left thigh which was hypersensitive to touch. X-rays looked fine. Patient seemed to have some elements of myalgia parastatic. The patient also underwent x-ray for lumbar spine/spine ctr. Impressions: status post anterior and posterior spinal fusion from l4 to s1 without change from (B)(6) 2006, (B)(6) 2007: the patient presented with complaint of having pain in her left buttock radiating down the left lower extremity about three weeks ago associated with some numbness. Patient had a mildly positive straightleg rising on the left side. X-ray appeared fine. The patient also underwent x-ray for lumbar spine/spine ctr. Impressions: status post anterior and posterior spinal fusion from l4 to s1 and l5 laminectomy; scoliosis. No change from (B)(6) 2007. (B)(6) 2008: the patient presented with complaint of new onset of pain down her left lower extremity. Her most significant pain was right over si joint on the left side, which was quite tender. Patient was suggested for an si injection. The patient underwent x-ray for lumbosacral spine fx or ex only/spine ctr due to lumbar pain. Impressions: lumbar spine fusion; no change from prior examination of (B)(6). (B)(6) 2009: the patient underwent for MRI of lumbar spine status post posterior fusion of l4, l5 and s1 vertebrae with transpedicular screws. Impression: status post posterior spinal fusion from l4 through s1 without spinal or neural foraminal stenosis. (B)(6) 2009: the patient presented with complaint of pain in her back radiating down her left lower extremity during her pregnancy. Patient also had swelling of her left lower extremity. Plain x-rays appeared to show satisfactory arthrodesis. The patient underwent x-ray of spine lumbosacral fx or ex views/spine ctr. Impressions: scoliosis and degenerative and postsurgical changes of the lumbar spine stable in appearance since (B)(6) 2008, (B)(6) 2010: the patient underwent for CT scan of lumbar spine with contrast due to history of back pain. Impression: stable examination since the prior CT examination of (B)(6) 2008 with no evidence of recurrent disc herniation. (B)(6) 2010: the patient presented with complaint of pain in her back radiating down her left lower extremity. Particularly over the last 13 months since the birth of her child it had gotten worse. On examination, the patient had a slow gait; range of motion of the spine was quite tentative and restricted; straight leg rising was negative bilaterally; mild swelling of her left lower extremity. Patient also had a myelogram CT scan performed which showed satisfactory arthrodesis. Patient was scoliotic above. (B)(6) 2010: the patient presented with spinal pain and related symptoms and underwent fluoroscopically guided contrast enhanced three level lumbar discography at the l1-l2, l2-l3 and l3-l4 levels. Impression: 1. The l 1-l2 discogram was negative for reproduction of the patient's familiar pain and the disc appeared normal. 2. The l2-l3 discogram was strongly positive for reproduction of the patient's familiar pain and the disc appeared degenerative with an annular tear. 3. The l3-l4 discogram was strongly positive for reproduction of the patient's familiar pain and the disc appeared degenerative with an annular tear. (B)(6) 2010: the patient presented herself after undergoing discography which was markedly positive at l2-l3 and l3-l4. Also her curve now from t10-l3 had progressed to 46 degree. There was lateral listhesis at l2-l3 and to a lesser extent at l3-l4. Her curve in the past was 35 degrees. (B)(6) 2010:the patient was presented with progressive degenerative disease at l2-l3, l3-l4 with positive diskograms and progression of her deformity, a left thoracic curve in t11 to l3 at approximately 45 degrees, which had progressed over the course of the years, a mild kyphotic deformity of thoracic spine as well with following pre-operative diagnoses of adult scoliosis, status post fusion of l4 to sacrum and underwent for the following procedures: 1. Exploration of spinal fusion. 2. Removal of cd legacy instrumentation, l4 to the sacrum. 3. Lumbar laminectomy, l3-l4 left. 4. Posterior spinal fusion, t11 to s1 4. Segmental fixation using cd legacy instrumentation, t11 to l1. 5. Osteotomy l2-l3. 6. Local bone graft, bone morphogenic protein, corticocancellous allograft augmented with bone demineralized matrix. 7. Injection of intrathecal duramorph. Per op notes, the procedure was performed using fiberoptic illumination and magnification. Spinal cord monitoring and pedicle screw mapping were utilized which remained satisfactory. The anterior procedure was followed. The old hardware was identified and was removed with the exception of the right s1 screw, which was very much imbedded within bone and left in place. The screws were replaced with 7.5-mm screws that had excellent purchase. The left l4 screw was intentionally left out. Titanium screws were placed at each level, bilaterally from t11 to l3, and x-rays were taken. Correction of the deformity was obtained by placing a rod on the left side of spine t11 to l3, rolling that into lordosis and correcting the deformity. A second rod was then placed on the right side of the spine from t11 to sacrum. Short left rod was then removed and a longer rod was placed from t11 to sacrum and x-rays were t aken showing excellent position of the spine and satisfactory position of the hardware. The spine was decorticated with the midas rex bur and a 1/2, inch curved osteotome and the abundant local bone augmented with bmp and augmented with allograft and demineralized bone matrix was placed adjacent to the bone surfaces. No complications were reported. Intra-op, the patient also underwent for neurophysiologic monitoring. Impression: the intra-operative ssep's free running emg and transcranial mep's demonstrated no adverse changes throughout the operation. Pedicle screw helped to verify adequate placement of the pedicle screws. On the same day patient was also presented with status post fusion from l4 to the sacrum now with progressive degenerative disease at l2-l3 and l3-l4, progression of scoliosis, and positive diskography with pre-op diagnosis of degenerative disc l3-l4 and underwent the following procedures: 1. Anterior spinal fusion, l3-l4 2. Insertion of capstone cage 3. Bone morphogenic protein 4. Anterior buttress instrumentation 5. Fluoroscopy per op notes, a 12 x 40mm capstone l cage was inserted. The cage was filled with bone morphogenetic protein. The starting point for the instrumentation and screw was determined washer were inserted effectively buttressing the cage. The patient tolerated the procedure well and no patient complications were noted. On the same day, patient was again presented with the skin scarring and subcutaneous scar tissue with pre op diagnoses of open wound of posterior spine with marked soft tissue scarring and exposed hardware at the base of wound. For which the patient underwent following procedure: bilateral paraspinous muscle advancement flap closure of open wound of the posterior spine. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. No patient complications were noted. (B)(6) 2010: the patient was discharged home. (B)(6) 2010: the patient presented with complaint of having some ill effects from her pain medication and was hallucinating with fair amount of back pain. X-rays looked excellent. (B)(6) 2010: the patient presented with complaint of continuous pain primarily on the left side of her back. Some of which radiates into the groin. Her CT scan showed excellent position of hardware. No other significant findings on the CT scan. (B)(6) 2010: the patient presented for an office visit. (B)(6) 2011: the patient presented with complaint of diffuse pain and relative to her pain medication which she was taking a 25 microgram fentanyl patch. (B)(6) 2011: the patient presented with complaint of some swelling with a mild prominence at the upper edge of incision on left side which actually extended proximal to the incision. It was very subtle and when she lies it goes away. The x-rays were unremarkable. (B)(6) 2011: the patient underwent for MRI of lumbar spine without contrast with indication of low back pain radiating to left lower extremity. Impression: no visible disc herniation or new significant narrowing of the central canal or neural foramina. Postoperative findings and scoliosis. (B)(6) 2012: the patient presented with complaint of increasing pain in her back radiating to the left lower extremity and underwent for x-ray. Her examination was unremarkable. X-rays were also unremarkable. (B)(6) 2012: the patient underwent for CT scan of lumbar spine without contrast postoperatively with history of back pain. Impression: increased lucency surrounding the inferior margin of the l3-l4 level interbody device. Otherwise, extensive anterior and posterior spinal fusion is observed without evidence of hardware-related complication. (B)(6) 2012: the patient presented for the review of CT scan results. Per doctor, some increased lucency at l3-l4 around the cage was observed, although it was hard to say if it had fused posteriorly. No loosening of the hardware was observed. (B)(6) 2013: the patient underwent for CT of thoracic and lumbar spine. Impression: 1. Thoracolumbar scoliosis; 2. Status post posterior fusion from t11 through s1 as well as anterior fusion at l3-4, l4-5 and l5-s1. The hardware appeared to be in good position, intact and unchanged; 3. Exaggerated thoracic kyphosis in association with degenerative disc disease from t6-7 through t10-11 as evidenced by anterior marginal osteophytes. No herniated disc and no significant stenosis. (B)(6) 2013: the patient presented with miserable pain in the back on the left side and significant tenderness over the upper portion of the hardware. (B)(6) 2013: the patient underwent primary study of spine scoliosis ap and lateral through ap and lateral thoracic and lumbar spine technique. Impression: thoracolumbar scoliosis and surgical hardware. (B)(6) 2013: the patient presented with leg pain, and to discuss about further surgery. The kyphosis had gotten worse over the course of time.

Event description:
It was reported that the patient underwent a tlif at levels l4 to sacrum. During the surgery, a short left rod was removed and a longer rod was placed from t11 to sacrum. X-rays were taken showing excellent position of the spine, near complete correction of the deformity and satisfactory position of the hardware. The spine was decorticated with a bur and a l/2 inch curved osteotome and the abundant local bone augmented with bmp and demineralized bone matrix was placed adjacent to the bone surfaces. Post-op, the patient developed injuries, including but not limited to back pain, heterotopic bone growth, and nerve damage.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6) 2006 and on (B)(6) 2010, the patient underwent a transforaminal lumbar interbody fusion (tlif) surgery where her surgeon implanted rhbmp-2/acs with a metal cage device. Patient's post-operative period was marked by increasingly severe pain. Following the surgery, patient suffered from an autonomic neuropathy, small fiber neuropathy, peripheral neuropathy, muscle atrophy and nerve damage, extreme inflammatory reactions, chronic radiculitis, sterility, osteolysis (bone resorption), displacement or migration of the spacer cage, pseudoarthrosis, difficulty swallowing, difficulty breathing, difficulty gripping and holding items, and chronic pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.